Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mom reported that his son had issues with bent cannula and subsequently he was hospitalized due to high blood glucose. The blood glucose value when he was admitted was 488 mg/dl. He was treated and admitted into the hospital for two days. The issue occurred with two sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.